Manufacturer narrative:
The product was not available for return. Root cause could not be determined. Condition is addressed in the package insert. Review of device history records found this unit was released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for this part. Condition is addressed in package insert. Review of complaint history found no additional issues reported for item: 183640 lot: 947590 combination. In addition, there were no other complaints reported for item: 183640 and complaint category: medical : revision due to pain. Device not returned; inconclusive-root cause cannot be determined; known inherent risk of procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Relayed results to biomet (B)(6) via email on (B)(6) 2014.

Event description:
It was reported that patient underwent knee surgery on (B)(6) 2012. Subsequently, the patient was revised due to pain on (B)(6) 2014. Surgeon had suspected tibial loosening, however this was not the case. The tibial was removed and realigned. Replaced with ps+ bearing and finned stem. It was noted that the patient had a lot of scar tissue.